Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: an additional evaluation was performed. The customer reported the screw broke off the handle. The repair technician reported the alignment nut was damaged and the top of the shaft was burred. Damaged component is the reason for repair. The cause of the issue is unknown. The alignment was replaced. This item was repaired, passed final inspection and returned to the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is used for treatment and not diagnosis. Device is an instrument and not an implant/ explant. Service history review: lot number 6104564, no service history review can be performed as this is a lot controlled item. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair department documented a helical blade inserter with a screw that broke off of the handle. Cannot get the handle apart. There was also an inter-lock screwdriver where the head of the screwdriver is starting to warp from wear. No surgery involved in either case. This is not for a warranty replacement only. This event did not contribute to a death or injury, whether the device was misused or not. The device did not malfunction during surgery while being used on patient. The reported instance was not an anticipated service or warranty replacement issue. This complaint involves 2 devices. This is report 1 of 2 for (B)(4).